Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6), 2021, a 24mm amplatzer septal occluder was selected for implant. During deployment, a "cobrahead" deformation was reported. The device was never released and was successfully retrieved using the torqvue delivery system. A 26mm amplatzer septal occluder was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. The reported event of the device appearing cobrahead upon deployment could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information: h3, h6 the reported event of a "cobrahead" deformation upon deployment could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.